Event description:
On (B)(6) 2012, the pt reported that she may have had to press the up or down button more than once ot make it respond. She noticed the issue within the past couple of days. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.